Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation under the back-therapy electrodes from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that she can remove the lifevest when her husband is present to alleviate the itching. Follow up indicated that the skin irritation improved.